Event description:
A cholecystectomy was performed. A few days post-operatively, the pt returned to the hosp and was returned to surgery. During the second operation, it was discovered the clip on the cystic artery was not holding and was falling off.